Event description:
Litigation papers allege that the asr hip failed, causing debilitating pain in patients hip which inhibits her ability to walk and move around and impedes her ability to sleep. Patient also experiences constant grinding and popping of the left hip which feels like it is coming unhinged.

Event description:
Update: (B)(6) 2013- plaintiff¿s preliminary disclosure form was received, which identified dob and dor. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is considered closed.

Manufacturer narrative:
Depuy still considers this investigation closed.